Event description:
No new information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced however, its occurrence was confirmed in the history error log. It was noted; the reported event was caused by a component failure of internal electronic board. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the high frequency electrosurgical unit encountered an e433 error. The issue occurred during set up/inspection for use. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.